Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has not been returned to the manufacturer; therefore, a product analysis could not be performed. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that after repeated attempts to reposition an embolization coil in the gastroduodenal artery, the coil detached inside the microcatheter. The detached coil was removed in its entirety with a snare device without incident. There was no reported patient injury. The patient was reported to be stable.

Manufacturer narrative:
The pusher, introducer, implant coil, and guidewire were returned. The dispenser hoop and microcatheter were not returned. The returned pusher was stuck inside the indroducer. The introducer was flushed with a saline solution in order to move the pusher. The introducer was trimmed to review the distal section of the pusher, including the attachment area. The monofilament was attached to the marker band section and was broken next to the attachment area. The implant coil had blood residues and it was kinked. Based on the physical evaluation of the returned device, the reported complaint is confirmed. The returned coil system was found to be heavily damaged, which likely occurred during the removal of the implant after it prematurely detached as described in the reported complaint. The attachment monofilament was found to be broken, which indicates the implant detached due to tensile force and not from a normal thermal detachment. The physical evaluation of the coil system could not identify the cause of the force, though this force can occur when the coil becomes stuck or experiences friction in the microcatheter, and the user attempts to retract the coil with enough force to overcome the strength of the monofilament.